Event description:
Caller reported alarm 2 and frequent occlusion issues, experiencing more than one event. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high". Customer resolved issue by changing infusion set and cartridge and resuming insulin, but declined additional assistance. Cts closed the case.